Event description:
Related manufacturer reference number: 3006705815-2022-18874. It was reported the patient experienced a slipped a few times and that both of the leads had migrated caudal out of the epidural space. It was noted that the physician did not use anchors when the leads were originally implanted. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.